Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping every couple minutes. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported issue. The fse placed his trainer on the balloon on the unit to ensure proper operation. Unit auto filled and pumped as it should for over an hour. Unit passed all functional and safety test per factory specifications. The iabp was than released to the customer and cleared for clinical use. In addition, the customer was instructed to the let the unit charge the batteries completely overnight.